Manufacturer narrative:
Model # and protocol # are unknown. No product information has been provided to date. Operator of device is unknown. No information has been provided to date. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the patient had ongoing issues of multiple pumps alarming for no disposable every day with medication infusion. The patient has had to discard three cassettes in the past week with the start of a new shipment of cassettes. The patient reported that after a cassette had infused for 12 hours, they experienced symptoms of flushing, headache and did not feel well however, after switching the cassette only, the symptoms resolved. No patient injury was reported.

Manufacturer narrative:
Other text: h6: event problem and evaluation codes: updates not required. H10: device evaluation was completed. No product was returned for investigation. The cause of the reported problem could not be determined. No lot number was provided; therefore, DHR (device history review) could not be performed. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 if additional reportable information becomes available.